Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose was 236 mg/dl. Reportedly, the alarm was cleared and insulin delivery was resumed to address the issue.